Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor detached prematurely on the 3rd day of wear. The customer subsequently experienced symptoms of trembling, sweating, blurred vision, and hunger, and lost consciousness. The customer was treated with sugar and water by a third-party. There was no report of death or permanent injury associated with this event.